Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 2 years and 7 months of being implanted. An allegation of premature battery depletion has been made. No adverse patient symptoms were reported.